Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No cosmetic damage noted. The bolus wizard functioning properly per bolus wizard sampler.

Event description:
The customer reported that she was having high blood glucose and would like to perform troubleshooting to their insulin pump. Troubleshooting was done. Customer's blood glucose was 299 mg/dl. Customer stated that there was bent cannula in the past and she reported it. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. Assisted the customer to perform high pressure test and it failed twice. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further info provided.